Manufacturer narrative:
Investigation: visual inspection revealed that the logo plate had detached. There was adhesive present around the edges of the logo plate. A stop post had broken off the logo and was returned. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "maquet logo came off during use" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the acrobat stabilizer suv maquet logo came off during use. The reported unit was used to complete the procedure. There were no pt effects. The product was returned.